Event description:
The stent was found flared. The report received indicated that during a coronary procedure, the physician was attempting to deliver the 2.5x18mm cypher to the target lesion; however, the physician felt resistance inside the guide catheter. The physician removed the delivery system and found the stent was flared. Therefore, a different cypher was delivered and there was no problem observed. The procedure was completed successfully without any injury to the pt. Further info indicated the target vessel was the proximal circumflex; the target vessel did not present calcification or tortuosity; however, the lesion presented 95% stenosis.

Manufacturer narrative:
The product has been returned for eval and testing; however, as of to date the eval has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Add'l info will be submitted within 30 days upon receipt.